Event description:
The customer reported the system had a hot anode icon appears on bootup and the left monitor blinks black during cine. This issue will cause the system to be unusable due to the inability to see the live image. There was no patient injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The connectors were repaired during the service call. The system was tested and found to be working as intended and put back into service.